Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device brand name: bd insyte" autoguard" bc shielded IV catheter blood control technology 22ga 1.00in (0.9 x 25 mm). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte" autoguard" bc shielded IV catheter blood control technology 22ga 1.00in (0.9 x 25 mm) experienced a blood control feature that would not work. The following information was provided by the initial reporter: they have had two incidents where there was no blood control valve in the catheters or it was malfunctioning. Ref 382523. Lot 0191483 myself and another rn are using ref 382523 insyte and now have had 2 instances that there is no back flow valve in them when we anticipate that they should. This particular one should have. After the needle was disengaged; the catheter did not have a valve to stop blood from coming out of end before IV fluid was connected.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga 1.00in (0.9 x 25 mm) experienced a blood control feature that would not work. The following information was provided by the initial reporter: they have had two incidents where there was no blood control valve in the catheters or it was malfunctioning. Ref (B)(4). Lot 0191483. Myself and another rn are using ref (B)(4). Insyte and now have had 2 instances that there is no back flow valve in them when we anticipate that they should. This particular one should have. After the needle was disengaged; the catheter did not have a valve to stop blood from coming out of end before IV fluid was connected.